Event description:
It was reported that the user applied a new dexcom g7 sensor and initially did not see glucose readings on the ilet for approximately 30 minutes, with an alert indicating bg run mode active; the user confirmed that glucose values were visible on the dexcom app, and during the call the ilet began receiving readings without further issues, consistent with a temporary pairing or data transmission delay between the dexcom g7 and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no change to therapy beyond transient reliance on bg run mode and no hospitalization. Investigation included remote troubleshooting and user education regarding sensor start-up, pairing, and data flow. Investigation of this case revealed that the ilet subsequently received sensor data and functioned as intended, indicating a resolved communication initiation issue between the cgm and the ilet with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication delay during cgm pairing or start-up.